Event description:
It was reported that a remote monitoring transmission was sent due to patient syncope. It was noted that capture thresholds on the right ventricular (rv) lead measured high. It appeared to be chronically high according to the lead trends. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2009. (B)(4).